Event description:
Rptr works at a pharmacy that dispenses condoms to a family planning clinic. For the past 6 months, rptr has received numerous complaints that the condoms are breaking. No adverse pt consequence has been reported to the caller as a result of these events.